Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture thresholds and high pacing impedance was observed on the right ventricular lead. The right ventricular lead was extracted and replaced. There were no complications before, during and after the procedure. The patient was stable.